Event description:
A customer reported to beckman coulter, inc (bec) that the sample wash station on the immage 800 immunochemistry system overflowed approximately 20 ml of fluid. The customer was wearing lab coat at the time of the event, and cleaned up the leak with gauze. Msds was not reviewed, but the facility has exposure control plan. No one was injured or sought medical attention. No erroneous patient results were generated and there was no death, injury, or change to patient treatment associated to this event. Field service engineer replaced the sample probe wash filter and this resolved the issue. The repair was verified per established procedures and the results met the published performance specifications. The cause of the event was leaking sample probe wash filter.

Manufacturer narrative:
(B)(4).